Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and one controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 10:42:03, indicating that the controller was powered up without the driveline connected. Log files also revealed a controller power up with an associated pump start even logged on (B)(6) 2024 at 11:24:54. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set right before the controller power up event. Additionally, review of the data log file revealed that the first data point was logged on (B)(6) 2024 at 11:25:29, indicating that the power up events likely occurred during the initial programming of the controller. Log file analysis also revealed a motor start event recorded on 21/jun/2024 at 11:25:12 in which the motor start parameters were atypical. As a result, the reported events were confirmed. Based on the available information, the most likely root cause of the loss of power can be attributed to the initial programming of the controller during a controller exchange as described in the event details. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system, controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2024 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 04-oct-2023, h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power and log file review revealed motor start events outside of the typical range and ventricular assist device (vad) disconnect alarms. The ventricular assist device (vad) is included in the subgroup 3 population for delay or failure to restart. The controller and ventricular assist device (vad) remain in use. No patient complications have been reported as a result of this event.